Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin (intraperitoneally (ip), dosage, frequency, and duration not reported) and fortaz ((ip), dosage, frequency, and duration not reported) for the peritonitis event. At the time of this report, antibiotic therapy with vancomycin and fortaz was still ongoing. Extraneal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.